Event description:
Patient's pain few days after the initial surgery. Mobility of the material in l5 left.

Manufacturer narrative:
Decision from the surgeon to remove the system sterispine ps. He used another system because he met difficulties for using multiaxial system. The evaluation of the explant has shown that the device was conform to the specifications. X-ray was available and shown that the material was not correctly placed. This MDR is reported to the FDA with delay. The procedure of MDR has not been applied when the event occurred because this event occurred in france. The manufacturer did not use the u.s. Procedure. An internal non-conformity has been opened to treat this finding and to ensure that it will not occur anymore.